Manufacturer narrative:
During a standard procedure a dental electrical handpiece got hot and burned the pt's cheek and the assistant's finger. For both, small red marks have been visible. Orabase has been supplied to areas. The analysis did show that the bearings of the handpiece have been gritty, the head had dents at the backcap. Hence the backcap sticks in and caused the handpiece to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).

Event description:
During a standard procedure, a dental electrical handpiece got hot and burned the pt's cheek and the assistant's finger. Two persons have been affected.